Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5186909 this is 1 of 2 reports of the patient had seizures that occurred separate times. Please see related record (B)(4). Diabetes mellitus is a known cause of seizure.

Event description:
A voluntary MDR/medwatch report was received on 05/07/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. This report represents 1 of 2 submissions involving a patient who experienced seizures on separate occasions. Information obtained from a maude report received on or around 04/13/2026, states that the patient reported experiencing ¿several seizures¿ which they attributed to episodes of absent readings and inaccurate readings from their dexcom g7 device. The patient also reported concurrent use of an omnipod insulin pump. No additional event details were provided, including specific cgm readings, bg meter values, or any associated treatment or medication information. The patient further voiced concern regarding the risk of severe harm if no action is taken to address the reported issues. This statement was general in nature and not linked to a specific individual or event. Due diligence follow-up could not be performed, as the reporter¿s contact information was not available or identifiable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.